Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as touch contamination. The patient was hospitalized on the same day for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (dose and frequency not reported) through intravenous (IV) and intraperitoneal (ip) route for bacterial peritonitis. On an unreported date, the retraining of proper connect/disconnect method and aseptic technique was performed for the patient. The patient recovered from the peritonitis and dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: on an unreported date in (B)(6) 2013, the patient experienced peritonitis. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.